Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during calibration and set up for a vitrectomy procedure multiple system messages were displayed and then the system shut down. The system could not be turned on again. The case was canceled. There was no patient involvement. Additional information has been requested and received.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was only able to replicate on of the reported system message (sm) codes. The sensor was replaced to resolve that issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported (confirmed) sm, can be attributed to the nonconforming sensor. However, how or when the sensor became nonconforming cannot be determined conclusively. Based on the information obtained, the root cause of the reported ¿shut down¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was only able to replicate on of the reported system message (sm) codes. The sensor was replaced to resolve that issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported (confirmed) sm, can be attributed to the nonconforming sensor. However, how or when the sensor became nonconforming cannot be determined conclusively. Based on the information obtained, the root cause of the reported ¿shut down¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).